Manufacturer narrative:
A batch review of the finished good lot, labeling and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, sterilization, in-process, or final inspection process. No similar complaints reported to date for ethicon or any other products manufactured by surgical specialties. The IFU for polypropylene is titled and states. Knotless tissue control device non-absorbable surgical suture material stratafix¿ spiral polypropylene device elicits a minimal acute inflammatory reaction in tissues, which is followed by gradual encapsulation of the stratafix¿ spiral polypropylene device by fibrous connective tissue. Stratafix¿ spiral polypropylene device is not absorbed, nor is any significant change in tensile strength retention known to occur in vivo. The product has all the appropriate instructions and labeling both on the outer box label as well as the inner package label. The wrapping card is printed with only material type (ppn) and size (0). This is what the surgeon was referring to when he stated the information should match the label. The card is not large enough to print the entire description as printed on all labeling and IFU. The root cause was determined as user error.

Event description:
The following event was reported by our distributor: procedure/surgery name gastric bypass. Procedure/surgery date (B)(6) 2023. Describe event a stratafix non-absorbable was used in gastric bypass, anastomosis gastro-entero. This was a mistake, because it should be an absorbable. The user didn¿t see non-abs on the inner package, and therefore thought it was ok to use. Is this report related to a: single use device. Is this the first time that the device was being used? No. When did the device problem occur? While suturing gastro-entero anastomosis. Was the user trained? Yes. What action was taken/required to manage the problem during the procedure? They needed to cut out the whole suture and place a new one. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 30 minutes. No patient consequences. Has the surgeon or doctor provided a medical rationale that indicates the use of the product is in no way related to the reported event?: he would like to see more info on inner and outer package, or at least, the same info on inner package so mistakes can be avoided.